Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. No product malfunction was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. (B)(4).

Event description:
Complaint received from a nurse reporting that on (B)(6) 2017, "an fms was inserted in a patient who had an existing perianal ulcer." The specific details about the perianal ulcer prior to fms use not provided. On (B)(6) 2017, it was identified that the fms placed in a patient was removed and discontinued. It is not known how much fluid was in the balloon. The nurse stated the "fms in place worsened the existing perianal ulcer" which "has now extend into rectal vault." Specific details about the rectal ulcer after fms use was not provided. No additional information is available.

Manufacturer narrative:
This supplemental is being submitted to correct the third party manufacturing site which was submitted incorrectly in the initial MDR on march 10, 2017. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4)